Event description:
During verification testing at the mfg facility, unrestricted flow was noted.

Manufacturer narrative:
One used device was received. During testing, unrestricted flow was noted. This was due to the flow-stop could not be moved to the closed position. Solvent was noted around the flow-stop and the solvent caused the regulator (flow-stop) not to close. Mfg personnel at the mfg facility will be informed of the correct solvent application method during the mfg process. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).